Event description:
On several occasions different nursing staff are having issues with priming the carefusion smartsite infusion set ref (B)(4). Have (3) examples currently but nursing staff state often just move on to a new set to prime for infusion and toss the malfunctioning set. Nursing staff report prime set as instructed but fluid only partially fills chamber. Attempts to open vent or manually pull/milk tubing to tease fluid into set are unsuccessful. Priming of tubing is completed prior to placing tubing into smart pump; therefore, pump is not a contributing factor. Example 1: 17095337, 2020.09.04, (B)(4); example 2: 17095133, 2020.09.01, (B)(4); example 3: 17095401, 2020.09.05, (B)(4).